Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested. The patient had a pump exchange on (B)(6) 2018 due to thrombus (MFR# 2916596-2018-03954), and another pump exchange on (B)(6) 2024 due to due to inability to repair driveline twisting (MFR# 2916596-2024-00658). The patient presented to the emergency department on (B)(6) 2024 (ed) for low flow alarms (lfas) / driveline fault alarms. Log file interrogation revealed 16 pump stop alarms, 18 lfas, and 3 low speed advisory alarms. The patient had been accepted by (B)(6) and was transferred on (B)(6) 2024. They were placed on an ungrounded patient cable upon arrival and alarms had ceased. The driveline fault remained. Technical services stated that it appeared that the patient had a recent full length driveline repair performed on (B)(6) 2024 (there was not enough room for a second driveline repair attempt). The data showed 3 low speed advisories and 16 pump stop events, including multiple intermittent driveline fault alarms beginning (B)(6) 2024 at 4:52 pm. Speed drops were as low as 0 rpm. This type of behavior had been linked to potential issues with the percutaneous lead. These issues appeared to be occurring on both the mobile power unit (mpu) and on batteries indicative of a phase-to-phase driveline issue. The log file also displayed a string of low voltage alarms on (B)(6) 2024 at roughly 11:34 am while tethered on mpu. These alarms appeared to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events on (B)(6) 2024. It was stated that a text was received from the ventricular assist device (vad) coordinator stating that the patient was in the ed with a left ventricular assist device (lvad) fault, a twisted driveline, and would be obtaining log files. Picture were provided from the vad coordinator as well. Per the center, the patient was not an appropriate candidate for pump exchange and would transfer to a higher level of care. On (B)(6) 2024 it was stated that the patient was admitted at (B)(6). The site stated that they had an ungrounded cable. The patient had a controller fault alarm on (B)(6) 2024, and the site changed the controller out. It was stated that the patient moved out of the unit overnight and had never had this alarm previously. It was communicated on (B)(6) 2024 that the patient had an active driveline fault alarm. Log file review was requested. There was a brief drop in speed on (B)(6) 2024 as low as 5260 rpm. The driveline was visibly twisted with previously applied rescue tape in multiple places. The patient was on an ungrounded cable. The log file captured driveline fault alarms from the controller connection on (B)(6) 2024 until the end of the data file. Additionally, the log file noted 3 low speed advisories on (B)(6) 2024 while the patient was connected to wall power. This was a monitored patient from the (B)(6) system that underwent a driveline repair at (B)(6) in may2024 (MFR # 2916596-2024-03284) for driveline faults and a short. It appeared that following the repair the driveline got twisted again and had new active driveline fault alarms with intermittent low speed alarms. The phase data indicated that 3 wires within the driveline may have been broken. Since a repair had already been done, technical services would not be able to attempt another.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported pump stops as well as low speed and low flow alarms. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. Review of the submitted photographs confirmed the report of a twisted driveline as well as rescue tape applied in multiple places along the driveline; however, a specific cause for these findings could not be conclusively determined. The account submitted multiple photographs for review which captured the patient's external driveline. Twisting and kinking of the proximal portion of the driveline was observed. Additionally, the majority of the driveline appeared to be covered with multiple layers of rescue tape. No wires appeared to be exposed. The submitted log files contained events from 14sep2024 through 27sep2024 as well as 29sep2024 through 09oct2024. Intermittent driveline fault alarms were observed between (B)(6)2024. Continuous driveline faults were observed following this timeframe. Additionally, pump stop and low speed operation events were captured within a nine-minute period on 26sep2024 while the patient was operating on the mobile power unit and 14 volt batteries. Low speed advisory, low speed hazard, and low flow hazard alarms were also captured during this timeframe. The quantities of events capturing pump stops, low flow, and low speed advisory alarms appeared consistent with the reported event. The pump ramped back up to the set speed following this timeframe and no further notable events were observed until 06oct2024 when brief low speed operation events were captured while the patient was operating on the power module. According to the account, an ungrounded patient cable was being used at this time. Pump speed dropped to as low as 5260 rpm during this timeframe, consistent with the reported event. Based on previous complaint experience, the type of behavior captured within the submitted log files could be indicative of a potential driveline issue involving wires of multiple driveline phases. No other notable pump events or alarms were captured. The account indicated that the patient underwent pump exchange. The device was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) the original driveline, serial number (B)(6), and the replacement driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6, ¿patient care and management¿, discusses wear and tear to the driveline, contains information on ¿caring for the driveline¿, and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 7, ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, pump off, and low speed alarms) and how to respond to such events. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4, ¿living with the heartmate ii¿, contains information on caring for the driveline; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 6, "caring for the equipment", discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The patient handbook cautions the user not to twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Additionally, the patient handbook outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. Section 5, "alarms and troubleshooting", outlines all system controller alarms (including driveline fault, pump off, and low speed alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further communicated that the patient had a pump explant on (B)(6) 2024.